Event description:
Material#: 305916, batch number#: rejp3181. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by the initial reporter: rcc received a complaint via email. Email(s) attach. The customer has experienced multiple occurrences at 3 store locations of blocked needles not allowing the drug to flow through. Another store, 1064 also had an issue (xx was the rph on duty).

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis.